Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is a previous complaint of this code batch regarding the same defect. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received one open pouch, there is thread inside the pack without a needle. After checking under a microscope the sample received, it is observed that there are no marks/signs of the needle on the support cardboard. This error was probably produced during the packaging step in the manufacturing line. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM specifications. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. It is reported that a needle is missing form the packaging.